Event description:
The customer reported that the insulin pump no longer beeps or vibrate. Troubleshooting was performed. Ran a self test and the test failed. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.